Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to dizziness and weakness. A remoted transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead appeared to be undersensing on the ventricular channel during a ventricular arrhythmia. It was noted the patients implantable cardioverter defibrillator (ICD) was near recommended replacement time (rrt) at the time of the remote transmission and has since been replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.